Event description:
It was reported that the pull wire broke during procedure. It was confirmed via x-ray that there were no retained broken pieces left in the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. Alleged failure: anchor broke off probable root cause: design - interconnection between anchor and inserter too tight - insufficient assembly design between anchor and inserter to facilitate ease of inserter removal - raw materials too weak, deformed during insertion - anchor/inserter not manufactured to specification - anchor/inserter not assembled to specification -incorrect heat treatment applied application - user unfamiliarity with device manufacture date is not known the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the pull wire broke during procedure. It was confirmed via x-ray that there were no retained broken pieces left in the patient.